Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer, so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported by the customer that during intra aortic balloon therapy, after placement of the transray plus intra aortic balloon, the positional relationship between the balloon and the marker was found to be suboptimal. The balloon expanded without issue, however the device was exchanged to mitigate the risk of marker detachment and potential complications. Treatment continued as planned with a new device, which functioned as expected. There was no patient harm or injury reported at the time of the incident.